Event description:
Individual sterile prep pads lack lot numbers, making it impossible for a parent to identify if their child's medication kit contains recalled, contaminated supplies. This is a critical safety failure for pediatric patients. Product information - brand name: webcol alcohol prep pads, manufacturer name: cardinal health (formerly covidien), product code (ref): 6818. Description: medium 2-ply sterile alcohol prep pads (70% isopropyl alcohol), lot number: state "not printed on individual packet".